Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report.

Event description:
It was reported that, "dr states, "the broach handle releases from the broach when hit with the mallet during extraction of broach from the humeral canal". The spring does not seem to hold spring back properly."